Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue insertion tube is bruised at the 40cm mark. Probably bite damage.¿ was confirmed. The following findings were also noted during device evaluation: grip, switch box, scope cover, and scope connector, have discoloration, air/water cylinder has no color, suction-cylinder has no color, the cover of the light guide-bundle is damaged, electrical-connector has corrosion due to water leakage, due to burn on plastic distal end cover, insulation resistance value at distal end does not meet specifications, image guide protector has stain, connecting tube has a buckling, and universal cord has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope the insertion tube is bruised at the 40cm mark. Probably bite damage. This occurred presumably during the procedure. Upon inspection and evaluation, the air/water cylinder, air/water tube, plastic distal end cover, adhesive on bending section, and connecting tube have foreign objects. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.